Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 404 mg/dl at the time of the incident. The customer¿s other blood glucose values were 500 mg/dl and 378 mg/dl. The customer informed that they had sensor issues. The insulin delivery was not suspended due to the sensor glucose and blood glucose difference. The insulin pump will not be returned for analysis.